Event description:
A malfunction occurred with the customer's pump, as reported by the caller. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent by technical support, who also provided instructions for returning the problematic pump and advised the caller on programming settings and connecting their cgm to the new pump. The caller understood and acknowledged these instructions.